Event description:
The customer reported that the 18-gauge needles are supposed to lock onto the syringes and they don¿t lock. They keep spinning when they put them onto the syringe. Per additional information received on 18mar2022, there wasn¿t any harm done. They used a different needle they had purchased previously and there were no problems. The syringe used was a 3rd party syringe.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 122933 and associated shop orders indicates that samples were visually and functionally tested during production and no issues were found. The lot was produced between 13-aug-2021 and 16-aug-2021. There were no non-conformances relating to the reported issue during the production of this lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and no issues were identified. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. Process monitoring data was reviewed, and no equipment issues related to the reported condition were observed. A review of the machine setup was conducted and revealed no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. There were 5 boxes of samples returned with this complaint. The samples were functionally tested however the reported condition could not be confirmed; the needles were able to lock onto the syringes. The true root cause could not be determined as the reported issue was not confirmed. Also, there were no anomalies found during a review of the dhrs, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, leak test will be performed for water, air and vacuum which determines if the needles lock onto syringe or not. The lot met all defined acceptance requirements and was released. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action is not required. This complaint will be used for tracking and trending purposes.